Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the exchange sheath and all components were in pre-deployed position. Evaluation of the returned device found dried blood observed throughout the flex-guide, indicating that the device was introduced into the patient anatomy. The cutter was intact and there were no abnormal observations that could contribute to the reported product experience. During testing, we were able to securely engage the proxy sheath with the device. Based on the investigation findings, the reported product experience could not be confirmed and a cause related to the device could not be determined. Contributing factors for the reported failure to securely engage the device with the exchange sheath system include, but are not limited to: 1) manufacturing; however, there were no damages observed on the returned device which could contribute to the reported experience. The cutter was returned intact and we were able to securely engage the proxy sheath with the device during testing. With the exchange sheath system not returned with the device, the investigation could not determine if there were any damages to the sheath which could prevent the sheath from securely engaging with the device. 2) anatomical conditions; however, there were no reported challenging anatomical conditions. 3) deployment technique, there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no other incidents with reported failure to engage the exchange sheath with the device. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited unconfirmed reported product experience with no known device problem detected during the investigation as this incident. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material record associated with this lot. No manufacturing or quality deficiency was detected.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the starclose se clip applier would not connect to the sheath. The sheath was removed and hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated age and weight (reported as (B)(4).) During processing of this complaint, attempts were made to obtain complete event, patient and device information.